Event description:
"When disconnecting the insufflation tap from the subumbilical trocar, there was a fracture of subumbilical trocar external to the abdominal cavity several centimeters above the skin. Several pieces of the cannula fell into the patient cavity. All pieces were retrieved and x-rays were performed to ensure no foreign objects remained in patient. (B)(6) hospital immediately filed a user report with the FDA regarding this incident."

Manufacturer narrative:
Product has been returned and is currently undergoing engineer eval, a f/u report will be provided within 30 days or upon completion of investigation